Event description:
The product was used during a thoracoscopic lobectomy procedure. Reportedly, the cartridge was difficult to load and the instrument was difficult to open. The hospital has reported no patient injury occurred.